Event description:
The clinician reported that over 14 months after the dental implant was placed in ada site 25 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's swelling. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.